Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level between 400 mg/dl and 500 mg/dl. The customer had symptoms such as nausea and treated with insulin pump. Customer's blood glucose value was 346 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks but there was an air bubble in infusion set. Customer was assisted in purging air bubble. There were no site or insulin issues. Customer declined to check if settings were correct. The insulin pump passed the high pressure test and displacement test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.